Event description:
It was reported that total care frame (product code p1900g006308, serial number (B)(6)), had an issue, bed exit did not alarm or send a call the nurse's station. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
An inspection of the bed performed by the facility¿s biomed representative noted that when weight was taken off the bed, the bed alarmed appropriately. The inspection noted the issue could not be duplicated and that the bed was functioning as designed. The bed functioned as designed. However, if the reported event of a bed exit not alarming at the nurse's station were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.